Event description:
It was reported by service report that the brakes were not holding and the foot end cover was broken with sharp edges exposed. No pt involvement or adverse consequences were reported.